Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 4 of 5. The baxter technical service representative (tsr) determined that there was an open clamp on the organizer. The tsr explained the reason for the alarm. The tsr had the home patient (hp) close all the clamps to the bags/patient line/transfer set and they cycled power off and on. The tsr advised the hp to dispose of the current supplies and advised to either continue with manual bags or all new supplies. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A batch review could not be performed as the lot number was unknown.